Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated.